Event description:
It was reported that the ilet device¿s screen assembly loosened and separated such that the user could see inside the device, and a replacement was arranged while the user was advised to discontinue use of the damaged unit. Symptoms included no reported clinical effects. Outcomes included no reported impact to health or therapy beyond product replacement logistics. Investigation included collection of customer-provided media for product evaluation. Investigation of this case revealed a damaged or loosened display component consistent with a screen detachment on the device enclosure. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage to the display assembly consistent with screen hardware failure.